Manufacturer narrative:
(B)(4)

Event description:
It was reported by husband that pt almost died on surgery table due to anesthesia and amount of morphine in body at time of surgery (pt was taking up to 6 tsp of morphine a day). Saline was put into the pump due to the episode during surgery. It was believed that morphine was in the pump. The event occurred during a new pump and catheter implant. The pt is currently in a nursing home. Later it was reported that hcp didn't know what was in pump and the medication would be extracted and replaced with ordered medication. Additional information has been requested, but was not available as of the date of this report.